Manufacturer narrative:
Other, other text: this file should not have been determined to be reportable. Please disregard any mdrs associated with this file. While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File cc-0181328 is no longer considered reportable, please disregard any mdrs associated with it.

Event description:
It was reported that the syringe holder is out of alignment. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information was received. The biomedical engineer stated that he has no interaction with the patients and unaware of any compliance issues with this device.